Event description:
It was reported that during a tonsillectomy procedure using a system 2000 controller, the flow control cable was not functioning. A second cable was connected with the same results. The surgeon opted to complete the procedure with a competitor's device, instead. There were no significant delays or pt complications reported as a result of this event.